Event description:
It was reported that the patient with this inflatable penile prosthesis developed sepsis from a post-implant infection. Additionally, he reported that the diameter and length of his penis had reduced in size. He also mentioned there was what he referred to as a ripple in his penis shaft which was uncomfortable. If the device is deflated past a certain point, he stated that he feels a pinching sensation so he cannot fully deflate the device. Available information indicates that the device remains in service. The patient is unhappy with his urologist and the boston scientific patient services consultant stated he should be evaluated by a specialist and provided further information. No further patient complications were reported.

Manufacturer narrative:
B3 event date: estimated.